Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the pulse field ablation procedure with farawave catheter, the patient experienced a drop in blood pressure and pericardial effusion. Transseptal access was gained on the 3rd rf puncture attempt due to a thick septum. The physician proceeded with the ablation and mid-way during the procedure the adverse event was observed. The catheter was in the left atrium, and 17 ablations were given at the time of event. A pericardiocentesis was performed and was successful. The procedure was completed succesfully. The device is not expected to be returned. It was further reported that the procedure had been completed, information on the patient's condition now or at any point after the procedure is unknown and not available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the pulse field ablation procedure with farawave catheter, the patient experienced a drop in blood pressure and pericardial effusion. Transseptal access was gained on the 3rd rf puncture attempt due to a thick septum. The physician proceeded with the ablation and mid-way during the procedure, the adverse event was observed. The catheter was in the left atrium, and 17 ablations were given at the time of event. A pericardiocentesis was performed and was successful. The device is not expected to be returned.